Event description:
While drawing laboratory samples and placing the cap on an arterial blood gas (abg) syringe, blood was being pushed into the cap. The blood in the syringe suddenly expelled. Upon closer inspection, the abg syringe was found to be cracked.